Event description:
It was reported that the ilet pump sustained physical damage in an accident, resulting in a cracked screen and plastic housing detachment, rendering the screen unusable and the device completely damaged. Symptoms included no injury to the user. Outcomes included device replacement planning and user understanding that device data would not transfer to the replacement and that return of the damaged device would occur. Investigation included review of the event circumstances and device use history as provided by the user. Investigation of this case revealed external physical damage to the display assembly and enclosure consistent with accidental impact, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical impact.